Manufacturer narrative:
The device used in treatment, was returned for evaluation. A relationship between the failures reported and the device could not be established. A visual examination found no defects and the device passed a full functional test performing within expected parameters. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure method have been reviewed and similar instances have been found in the previous four years. Further investigations are being conducted to determine if additional actions are required. The investigation into your complaint is now complete and has been recorded as no fault found. Fail to alarm. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Suction failure can occur as a result of an insufficient seal on the dressing. In parallel we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was confirmed that no alarm was displayed on the screen. There was no patient harm. No delay was reported. The treatment was continued with a back-up device. The device will be returned to jp local service for evaluation.